Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient's cleo set occluded. The patient's blood sugar rose to 225 mg/dl with ketones, and required extra basal insulin. As of 4 days later, the patient still had ketones, but no other issues or adverse health outcomes were reported.